Manufacturer narrative:
The exact rpn is unknown therefore equivalent rpns verified for regulatory clearance checks. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the customer reported the following complaint issue "allergic reaction (subcutaneous hemorrhage and deterioration of renal function) was seen on the patient after geenen pancreatic stent set was used. The symptom improve temporally by steroid administration, however, it relapse over time." The gepd device was not returned to cirl for evaluation. As the exact rpn and lot number is unknown, an in depth document based review cannot be performed. There is no reason to suggest this incident did not occur. Therefore, the customer complaint is confirmed based on customer testimony. There is no evidence so far in the literatures that have shown that plastic stent could cause allergic reaction. As per clinical feedback ¿there are no evidences so far in the literatures that have shown the plastic stent or polyethylene could cause allergic reaction such as subcutaneous haemorrhage and deterioration of renal function.¿ this cannot be ruled out as a possible root cause for this occurrence however a more likely root cause for this issue is that the allergic reaction was caused due to contrast or medication. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. As per the instructions for use, ifu0055-3, under potential complications; ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ prior to distribution, all gepd devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Allergic reaction (subcutaneous hemorrhage and deterioration of renal function) was seen on the patient after geenen pancreatic stent set was used. The symptom improve temporally by steroid administration, however, it relapse over time.